Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 42 mg/dl. The customer was treated for the low blood glucose. There is no troubleshooting was done. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.